Event description:
It was reported that the user switched from a steel infusion set to a teflon infusion set and inserted it manually without using the spring-loaded inserter, after which the cannula was found bent and blood glucose was elevated to 266 mg/dl; the user reported exercising, then experiencing a low treated with toast and popcorn, and a subsequent fingerstick of 99 mg/dl. Symptoms included hypoglycemia without reported physical symptoms. Outcomes included transient hyperglycemia and hypoglycemia without hospitalization. Investigation included troubleshooting and user education regarding correct spring-loaded insertion technique and verification of set removal, with no device alerts or alarms reported. Investigation of this case revealed incorrect deployment of the teflon infusion set leading to a bent cannula and probable impaired insulin delivery. It was concluded, based on previously established findings for similar reports, that user technique error was the most likely cause.